Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
It was reported that during inspection before use cardiosave intra-aortic balloon pump (iabp) unit ¿cannot charge and the ac light does not light up¿. A getinge field service engineer (fse) confirmed the issue on site and determine the reel power cord is faulty. Fse replaced the reel ac power cord and troubleshoot. After replacement, all functional parameters of the testing equipment were normal. Unit cleared for clinical use is unknown. No patient involvement was there.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due character limitations - e1 event site - (B)(6).

Event description:
It was reported that during inspection prior to patient use, the cardiosave intra-aortic balloon pump (iabp) cannot charge, and the ac light does not light up. There was no patient involved.